Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler following treatment, moisture was noticed on the back of the cassette. The origin of the leak was not able to be identified. Patient had no ill effect. Sample is available.